Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/12/2020 (B)(4). An opened sample of product code mcp936, lot # pez002 was returned for analysis. During the visual inspection of sample, the swage and attachment area of the needle were noted to be as expected and the suture has begun with the process of degradation and the strand was broken in multiples pieces during the evaluation, this is the cause that pull off suture. The product code mcp936 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The foil was inspected and multiples holes in cavity were noted. This condition contributed to degradation of the suture. The conditions of the holes could not be determined. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to visual inspection the assignable cause of pull off suture needle pre-op, was caused by suture degradation exposure to environment. A manufacturing record evaluation was performed for the finished device lot number pez002, and no non-conformance's related to the reported complaint condition were identified.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. After opening the foil, the suture was found separated from the swaged point. Upon device evaluation, the suture has begun with the process of degradation and the strand was broken in multiples pieces. There were no adverse patient consequences reported.